Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if any product condition could have contributed to the reported ER visit/hospitalization for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The mother reported that the customer's blood glucose reached 499mg/dl while wearing the pod between 4 and 24 hours. The patient woke up vomiting and had high ketones. She was taken to the emergency room and was hospitalized for a day and a half. Treatment included bolusing and going to the hospital where she was given IV potassium and a shot of humalog. It was also stated that the cannula was kinked.